Manufacturer narrative:
One (1) "used" surefit dual dispersive electrode was returned to conmed corporation for evaluation. The device was examined in the laboratory; a visual inspection noted a three inch strip of dried skin lying at the center of the surefit pad. No evidence of charring or burning was observed. The layer of skin is not thermally burned and no gel char is found. Also, no loose or delaminated gel or exposed foil has been identified. The device has shown the required electrical continuity through the terminals, cord staples and foil electrodes. The gel impedance was not tested, as the gel has been exposed to air and may have dried during exposure. The device is shown to meet manufacturing specifications. The exact cause of this reported "burn to the patient's left thigh" was unable to be determined, as the returned device met manufacturing specifications, performed as intended with no evidences of tissue thermal burn or gel char noted. The device was manufactured 22-oct-2014. A review of the device history record for this lot found no discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there were no other similar complaints received. A two (2) year review of product history for this device family showed a total of seven (7) similar reports for patient burns at the dispersive electrode application site. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The surefit dual dispersive electrode is intended for use in surgical procedures in which electrosurgery equipment with contact quality monitoring systems are used. Conmed surefit dual dispersive electrodes are designed for use with only those electrosurgical generators equipped with contact quality monitoring systems (ie arm, rem, and nessy, etc.) During electrosurgery and provides a path for rf energy produced at the active electrode to return to the generator. The surefit dual dispersive electrode is for use with all patient populations providing there is sufficient area to ensure full contact of the electrode with the patient's skin. It should be noted that in this instance the nurse could not recall what esu (brand or model) was utilized with the surefit dual dispersive electrode, and, the settings of the esu could also not be recalled. To reduce the risk of patient burns, the instructions for use (IFU) provides the following warnings and precautions: - failure to achieve good skin contact by the entire adhesive surface of the dispersive electrode may result in electrosurgical burns or poor electrosurgical performance. - heat applied by thermal blankets or other sources are cumulative with heat produced at the dispersive electrode. Choice of application site removed from other heat sources reduces the risk of patient injury. - power output should be limited to 300 watts for less than 60 second activation intervals in order to minimize the potential for patient burns. - always use the lowest power settings to achieve desired surgical effect. - during surgery if patient is repositioned re-inspect dispersive electrode and all connections. - do not re-use or re-locate the dispersive electrode after initial application.

Event description:
The end-user facility reported that during a mammoplasty for implantation of breast prosthesis, a conmed surefit dispersive electrode was utilized and placed on the patient's left thigh. Reportedly, upon completion of the surgery, and when the dispersive pad was removed, a second degree burn to the patient's left thigh was identified at the site of the dispersive electrode. Immediate after discovery of the burn, surgical debridement of the site was performed. No other postoperative treatment information was provided. Additional information received from the user facility via the distributor revealed that the patient is well physically; however, the site of the burn is still in the healing process and being followed by the surgeon. Other received information indicated that a surgical repair may need to be done to decrease the scar that is allegedly forming. If additional information is received in regard to the patient's latest condition, it will be included in the supplemental and final MDR.

Manufacturer narrative:
As of this filing, the involved surefit dual dispersive electrode has been returned/received from the user facility for evaluation. The investigation is in process and a supplemental and final report will be filed upon the completion of the investigation.